Event description:
It was reported that prior to implant, this device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the device was exposed to cold temperatures. The device was cleared and implanted. No additional adverse patient effects were reported.